Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting coronary stent to treat a lesion, located in the mid lad/circumflex/ostial. Prior to this a resolute integrity stent was implanted successfully. However it was reported that when the physician tried to implant the endeavor resolute rx stent through the femoral approach, the stent was; it was stuck at the torque and couldn't be advanced. Upon removal, the physician noted that the stent was open and distorted. It was reported that the procedure was successfully completed with deployment of another resolute integrity stent. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Event description:
Device evaluation: the distal tip was flared and damaged. The stent was returned off the balloon of the delivery system. Crimp impressions were evident along the working length of the balloon. A number of segments at one end of the stent were bunched and deformed. The remaining segments were stretched and damaged.

Manufacturer narrative:
Results: root cause cannot be determined. Inherent risk of procedure (stent dislodgement). (B)(4).

Manufacturer narrative:
Results: (root cause of the reported event cannot be determined based on the limited information available), inherent risk of procedure (failure to deliver the stent, stent deformation), none (device not returned for evaluation). Conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined based on the limited information available). (B)(4).